Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. E1 - title: unknown. E1 - postal code: (B)(6). E1 - phone number: (B)(6). E1 - email: unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A pacemaker lead was placed in the right atrium and the right ventricle, respectively, via the left subclavian artery from the left chest. A phillips's locking stylet was respectively inserted into the right atrium and the right ventricle. Since both leads were found to be adhering to superior vena cava (svc), an lr-nes001 was attempted to be used to hold and pull them from the inguinal region. A philips's 14fr laser and an lr-evn-11.0-rl were attempted to be used to free the lead from adhesion. The right ventricle lead was pulled out from the upper limb. However, the tip of the right atrium lead came off, so it was decided to retrieve it from the inguinal region. However, due to strong adhesion, the lead could not be pulled into the sheath (from another manufacturer) that was inserted from the inguinal region. The surgeon then incised the inguinal region and retrieved the lead.